Event description:
It was reported that the patient presented in clinic. It was discovered that the patient's implantable cardioverter defibrillator (ICD) incorrectly interpreted the patient's ventricular tachycardia (vt) episode as supraventricular tachycardia (svt) and failed to provide shock. The patient was externally shocked to resolve the episode. Programming changes were made. The patient was eventually stable.